Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was loaded with a white cartridge. When they were starting to put the device in the patient, the cartridge fell out of the device. Unknown if the cartridge fell into the patient. Another device was used to complete the case with no patient consequence.